Manufacturer narrative:
Retained lot samples for syringe lot 66875a were tested for plunger and barrel compatibility. No abnormalities were found during testing.

Event description:
End user reports that item 830165 lot 66875a is not properly drawing up insulin and testosterone and the plunger is "very loose".

Event description:
End user reports that item 830165 lot 66875a is not properly drawing up insulin and testosterone and the plunger is "very loose".

Manufacturer narrative:
Initial trend analysis for lot 66875a was conducted, no malfunctions were found. This is the only complaint for lot 66875a. Further investigation will be conducted to determine the root cause of complaint.